Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the drawers 2.1 and 2.2 were not detected on the bus, preventing users from accessing the medication. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 were not recognized on the bus due to a failure in the retracted band connection. A field service engineer addressed the problem by reseating the connections and replacing the retractor band. The system functioned as intended after the field service engineer troubleshot the device.